Manufacturer narrative:
The tip cover accessory will not be returned for evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the tip cover accessory to fall off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory for the monopolar curved scissors (mcs) instrument fell off inside the patient. The tip cover accessory was retrieved during the same procedure and discarded by the customer; therefore, it will not be returned to intuitive surgical (is) for failure analysis investigation. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful. At this time, the event date is unknown.